Manufacturer narrative:
Follow up # 1/supplemental report text-12/01/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
Same case as MFR#: 2134265-2010-04126. It was reported that during a percutaneous coronary intervention procedure, the balloon catheter became stuck on the guide wire. The 90% stenosed target lesion was located in the moderately tortuous mid left anterior descending (lad) artery. The 182cm choice floppy guide wire was placed in the lesion and a 2.5mm maverick balloon catheter was advanced for dilatation. While exchanging the 2.5mm maverick balloon catheter for a different size maverick, the second maverick became stuck on the guide wire. The physician pulled on the guide wire and it detached, leaving a portion of the guide wire in the lumen of the balloon catheter. The maverick balloon catheter and the remaining portion of the choice floppy guide wire were removed together as a unit. The procedure was completed with different devices. There were no patient complications reported and the patient's status is good.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because line through display was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.